Event description:
This mask is stocked routinely on the anesthesia mds carts. For the last two months, these masks have been found to be very sticky when taken out of the protective wrapper. The hard plastic portion of the mask is normal but the face cushion is sticky and leaves a sticky material on the face and hands when it comes in contact with these surfaces.